Manufacturer narrative:
Since there is neither patient individual data nor product specific data available, the reported adverse events cannot be assessed on an individual basis. No causality assessment could be performed on an individual basis.

Event description:
A doctor with multiple years of experience in using copios pericardium membrane for dental applications. Several attempts to obtain patient and product information were made without success.

Manufacturer narrative:
Unique identifiers were not provided in order to conduct a comprehensive records re-review. If additional information is provided, a follow-up report will be submitted.

Event description:
Rti surgical inc (rti) and tutogen medical gmbh, a wholly owned subsidiary of rti received a complaint which indicated from the information documented on the post market survey for copios pericardium membranes (cpms) for dental applications performed within the past two years indicated that 20 dental procedures were performed and >5 10% of the patients experienced dehiscence, delayed wound healing, failed tissue augmentation, bone loss, failure to integrate, resorption/liquidation, underwent revision surgery for failed graft and suppuration.